Event description:
It was reported that the pt underwent a sling procedure in 2005. Post operatively, the pt developed groin swelling and pain. The pt went to the emergency room in 2005 and a CT scan showed an abscess in their abductor muscle that extended to the groin incision. The abscess was surgically drained. Pt's white blood cell count and temperature were normal. Pt was admitted to the hospital with antibiotics. Pt was been discharged and is doing fine.